Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's atrial lead was capped due to an unspecified anomaly. Patient status was not reported.

Manufacturer narrative:
Upon review of additional information received, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction that caused a serious event. Please retract the report 2017865-2024-73319.